Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a laparoscopic cholecystectomy on (B)(6) 2011 and again during an ercp procedure on (B)(6) 2011. According to the complainant, during the laparoscopic cholecystectomy, the physician discovered stones in the common bile duct. There was no possibility to remove the stones during this procedure, so the physician put jagwire through one of the ports into the cystic duct and passed the papilla into the duodenum, and placed 3 clips on the distal end of the cystic duct with the jagwire in place. The physician ended the procedure according to protocol of cholecystectomy and patient went to the ward with the jagwire through the skin into the cystic duct. Twenty hours later, on the following day, the physician performed the ercp and he cannulated the papilla easily with a hydratome with the jagwire in place. The physician removed the stones and everything "looked good." The physician attempted to remove the jagwire, but he noticed that the pebax tip of the guidewire had detached and was left into the cystic duct. An extractor pro retrieval balloon was used to recover the detached guidewire piece. The procedure had been completed with this jagwire and there were no reported patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip had completely detached, exposing the tip of the corewire. The device was slightly scraped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the corewire. There was no damage noted to the corewire or the ptfe coating, however the guidewire did present a kink. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax section detached from the distal tip, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a laparoscopic cholecystectomy on (B)(6) 2011 and again during an ercp procedure on (B)(6) 2011. According to the complainant, during the laparoscopic cholecystectomy the physician discovered stones in the common bile duct. There was no possibility to remove the stones during this procedure so the physician put jagwire through one of the ports into the cystic duct and passed the papilla into the duodenum, and placed 3 clips on the distal end of the cystic duct with the jagwire in place. The physician ended the procedure according to protocol of cholecystectomy and patient went to the ward with the jagwire through the skin into the cystic duct. Twenty hours later, on the following day the physician performed the ercp and he cannulated the papilla easily with a hydratome with the jagwire in place. The physician removed the stones and everything "looked good". The physician attempted to remove the jagwire, but he noticed that the pebax tip of the guidewire had detached and was left into the cystic duct. An extractor pro retrieval balloon was used to recover the detached guidewire piece. The procedure had been completed with this jagwire and there were no reported patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
Reported event of tip detachment. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.